Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. Following successful deployment of the aortic body and iliac limbs, the final angiogram indicated the presence of a type ia endoleak, which did not resolve with the use of an angioplasty balloon. A review of the post-operative CT imaging shows evidence of a slight infold of the aortic body graft sealing ring, resulting in incomplete sealing ring apposition to the vessel wall. The cause could not be determined. As of the date of this report, the patient continues to be monitored and there has been no re-intervention or adverse sequelae.

Manufacturer narrative:
Device remains implanted.